Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the housing consistent with mis-handling likely cause by a drop or a hard impact. The device was deemed unrepairable and marked as not for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.